Event description:
It was reported that the screw broke during procedure. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One 72201776 biosure ha 8x25mm screw returned. The complaint stated: "it was reported that the screw broke during procedure. A backup device was available to complete the procedure with no significant delay and no patient injuries." And it included "during a knee cruciate ligament reconstruction surgery, the screw broke, didn't use. Finally a backup device was used to complete the surgery." The screw, IFU, chartstik labels, foil inner pouch and the outer product carton were returned. Dimensional inspection verifies that this is an 8x25mm product. The implant was received in used condition. Threads have been chewed up and gouged/sliced vertically from guidewire interference. This contributed to the fracture of the distal tip fracture where the guide wire took a foothold. Attempts for further prep information were not attained.